Event description:
Per the user facility medwatch report # (B)(4), which was received from the user facility on (B)(4) 2013: "during attempt to stent coronary artery, the left main/left anterior descending artery bifurcation was dissected from attempts to cross the lesion with the wire. An intra-aortic balloon pump was inserted and patient was referred for coronary artery bypass grafting." Follow-up communication with the user facility confirmed that: the initial interventional procedure was aborted; the patient underwent successful open heart surgery for coronary artery bypass grafting; and the patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Additional surgical procedure was required for coronary artery bypass grafting, but there is no code available. The involved device has not been returned for evaluation. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of a retained sample from the reported lot confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a guidewire defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel". All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).